Event description:
Dobhuff tube inserted. Placement of any identified tube center. Tube removal for replacement, stilet not removed. Stilet noted to be punctured through the wall of the tube about 8" from the end. No trauma noted. Pt intubated prior to this procedure which was difficult. Blood noted prior to dobhoff placement. Bleeding stopped after dobbhoff procedure.